Event description:
Procedure type: hernia. According to the reporter: the metal pin fell off the device, however, it was retrieved. There was no report of pieces falling into the cavity or impacting the patient. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No patient injury was reported.